Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. As alleged by the patient's attorney the patient had a fistula; fistulas are a known risk of surgery and are listed as a possible complication in the instructions-for-use. The patient's attorney did not allege any specific device failure and a sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. Note: the actual date of removal surgery (device 1) / implant surgery (device 2) is unknown, therefore we are using 6/15/2015 as a date of explant of (device 1) and implant of the ventralex (device 2). This emdr represents the bard/davol ventralex (device 1); an additional emdr will be submitted to represent the bard/davol ventralex (device 2). Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011 - the patient was implanted with bard/davol ventralex mesh (device 1) for the repair of an umbilical hernia. On ni/ni/2015 - the patient underwent removal surgery. Upon entering the abdominal cavity, the patient's surgeon noted that the bard ventralex mesh (device 1) had failed and removed the mesh, during this surgery, the surgeon implanted another bard/davol ventralex mesh (device 2) for a ventral hernia. As reported, the patient has suffered pain, neuropathy, fistula, scarring, and intestinal blockage and will continue to suffer physical pain from her hernia mesh surgery. (Devices 1 and 2). The patient's attorney alleges "as a result of having the bard ventralex mesh (devices 1 and 2) implanted, the patient has experienced significant physical pain and suffering, has sustained permanent injury, and has undergone medical treatment and will likely undergo further medical treatment and procedures."

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. As alleged by the patient's attorney the patient had a fistula; fistulas are a known risk of surgery and are listed as a possible complication in the instructions-for-use. The patient's attorney did not allege any specific device failure and a sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct date of event and date of explant. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years 4 months post implant of mesh - ventralex, patient was diagnosed with hernia recurrence, adhesions and scar tissue thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. This supplemental emdr represents mesh - ventralex (device #1). An additional supplemental emdr was submitted to represent ventralight st mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011 - the patient was implanted with bard/davol ventralex mesh (device 1) for the repair of an umbilical hernia. Ni/ni/2015 - the patient underwent removal surgery. Upon entering the abdominal cavity, the patient's surgeon noted that the bard ventralex mesh (device 1) had failed and removed the mesh, during this surgery, the surgeon implanted another bard/davol ventralex mesh (device 2) for a ventral hernia. As reported, the patient has suffered pain, neuropathy, fistula, scarring, and intestinal blockage and will continue to suffer physical pain from her hernia mesh surgery. (Devices 1 and 2). The patient's attorney alleges "as a result of having the bard ventralex mesh (devices 1 and 2) implanted, the patient has experienced significant physical pain and suffering, has sustained permanent injury, and has undergone medical treatment and will likely undergo further medical treatment and procedures." Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with recurrent persistent abdominal pain and umbilical hernia thereby underwent laparoscopy repair with the implant of ventralex (device #1). Per operative notes, "hernia was identified. A medium ventralex mesh (device #1) was placed posterior to the fascia and secured with prolene sutures." (B)(6) 2015 - patient was diagnosed with periumbilical hernia and lysis of adhesions thereby underwent open repair with the implant of ventralight st mesh (device #2) and removal of ventralex (device #1). Per operative notes, "there was a scar tissue around the umbilicus from the prior umbilical hernia repair with mesh, the fascia was exposed on all sides of the old mesh repair. The edge of the mesh could be palpable above into the left of the umbilicus. There was no evidence of a recurrent hernia." (B)(6) 2015 - patient was diagnosed with abdominal wall seroma thereby underwent incision and drainage of abdominal wall seroma. Per operative notes, "the mesh was palpable at the base of the cavity and appeared to be completely intact. There was no evidence of recurrent hernia." Attorney alleges that the patient had adhesions, pain, hernia recurrence and infection.